Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been replaced or returned to the manufacturer for evaluation. No parts returned for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion case, the navigation system autonomously rebooted. No reproducibility was confirmed. There was no delay to the procedure or impact on patient outcome. No additional information provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. The representative noted that analysis of the logs confirmed the issue. This issue was documented in a medtronic navigation software anomaly tracking database.